Event description:
It was reported that during an in-clinic follow-up, low and out of range defibrillation lead impedance was noted on the right ventricular (rv) lead. It was suspected that there was lead damage resulting in the decreased impedance values. X-ray imaging was performed but revealed no anomalies. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.